Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence, the patient stated that the device stopped working. The aus was explanted. There were no additional patient complications.